Event description:
It was reported that the device was used during a roux en y. The clips would fall out during testing before the case. Another device was used to complete the case. There was no consequence to the pt. Device was discarded.

Manufacturer narrative:
Date sent: 03/24/2008. Info is unavailable; device was not returned for eval. The batch record was reviewed and no anomalies were noted during the mfg process.